Manufacturer narrative:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the balloon caught on the leaflet causing it to rupture. It should be noted percutaneous transluminal angioplasty catheter (pta), armada 35/armada 35ll, global, instruction for use (IFU) states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. In this case, it was not the IFU violation that contributed to the reported compliant. The use of the device in the incorrect anatomy was not the cause of the balloon separation but was the reported interaction with the leaflet that caused the reported separation. H6 correction: medical device problem code 1494 - indication for use, added.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to procedural circumstances as the reported interaction with the leaflet during the procedure likely resulted in the reported balloon separation. After the balloon tore and separated it is likely the balloon caused difficulty during removal as it was reported multiple attempts at removal were unsuccessful. Approximately 1mm of ruptured balloon is retained in the papillary muscle of the heart. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated attachment: medsun report

Event description:
User facility medsun report received that states, "describe the event or problem: during tavr [transcatheter aortic valve replacement] procedure, balloon caught on leaflet causing it to rupture. Balloon tore into multiple pieces. Attempts at removal were unsuccessful. Approximately 1mm of ruptured balloon is retained in the papillary muscle of the heart. According to md, there is the possibility of additional fragments retained that were not seen. Risk remains to pt of embolization of balloon fragments or clot formation." No additional information was provided.